Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm defibrillator indicating that the battery was depleted. The fse while working on the device found the battery depleted. Another battery was exchanged into the device, and it worked as specified. The customer to order a new battery. No further actions at this time. Based on the information available and the testing conducted, the cause of the reported problem was a depleted malfunctioning battery. The reported problem was confirmed. The device was evaluated during servicing and found to need a battery. Once the battery is replaced the device will return to full operation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.